Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the tip missing - it appears to have been separated during the explant procedure. Visual and x-ray inspection showed a fracture with the outer coil approximately 29 centimeters from the terminal end. The location of this fracture is consistent with clavicle/first rib crush. The allegations made against the lead were confirmed based on the observation of this fracture.

Event description:
It was reported that a patient with this right ventricle (rv) lead was admitted to the hospital after experiencing a syncopal episode. Review of the system noted the rv lead was fractured and exhibiting high out of range pacing impedance measurements. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this right ventricle (rv) lead was admitted to the hospital after experiencing a syncopal episode. Review of the system noted the rv lead was fractured and exhibiting high out of range pacing impedance measurements. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this right ventricle (rv) lead was admitted to the hospital after experiencing a syncopal episode. Review of the system noted the rv lead was fractured and exhibiting high out of range pacing impedance measurements. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the tip missing - it appears to have been separated during the explant procedure. Visual and x-ray inspection showed a fracture with the outer coil approximately 29 centimeters from the terminal end. The location of this fracture is consistent with clavicle/first rib crush. The allegations made against the lead were confirmed based on the observation of this fracture.